Event description:
It was reported the patient's blood glucose rose to 21 mmol/l (378 mg/dl). The pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.